Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the main coil, the pusher wire, and the introducer sheath were returned for the analysis. It was observed that the main coil was bent at the middle section. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection confirmed that the outer diameters were within specification.

Event description:
It was reported that the coil detached. The target lesion was located in the pelvic cavity. A 14mm x 30cm f-idc 2d was selected for pelvic vein embolization. During the procedure, a 5f imaging catheter was used to super-select the lesion via the ovarian vein, and the coil was advanced into patient's body along the imaging catheter and to the pelvic embolization position, but could not deploy when the device was delivered. The coil was withdrawn and removed completely but it was found to be broken. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that the coil detached. The target lesion was located in the pelvic cavity. A 14mm x 30cm f-idc 2d was selected for pelvic vein embolization. During the procedure, a 5f imaging catheter was used to super-select the lesion via the ovarian vein, and the coil was advanced into patient's body along the imaging catheter and to the pelvic embolization position, but could not deploy when the device was delivered. The coil was withdrawn and removed completely but it was found to be broken. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.